Manufacturer narrative:
A review of information provided identified that this event was likely due to a flow obstruction created by a user setup error.

Event description:
It was reported that the temperature deviation alarm was occurring. The device was in manual mode with a goal patient temperature of 98.0 and a current patient temperature of 100. The current water temperature is 80.8, with a water temperature goal of 55. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the temperature deviation alarm was occurring. The device was in manual mode with a goal patient temperature of 98.0 and a current patient temperature of 100. The current water temperature is 80.8, with a water temperature goal of 55. The patient was not adversely affected and no clinically relevant delay in treatment was reported.